Event description:
Information was received from a healthcare provider and a consumer regarding a patient receiving dilaudid (concentration 5mg/ml, dose 1.2mg/day) via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported the patient had been hearing a one tone alarm every hour since (B)(6) 2016 at 8pm. It was thought the patient¿s last refill was (B)(6) 2016, and a different doctor filled the patient's pump at the same clinic for every refill. The information was consistent with an alarm due to elective replacement indicator. Additional information was received from a consumer. The consumer reported the device was beeping and ¿should not be empty already.¿ the consumer believed the device was leaking. Additional information was received from a healthcare provider (hcp). The pump log was interrogated on (B)(6) 2016, and logs confirmed an elective replacement indicator (eri) occurred on (B)(6) 2016. The alarm was silenced on (B)(6) 2016. The patient was going to be scheduled for pump replacement soon. No medical symptoms were reported.

Event description:
Additional information was received from healthcare provider (hcp) on 2017-jan-12. The pump was simply alarming because of the elective replacement indicator (eri) date. The patient indicated they believed the device was leaking. The hcp had no idea where that information came from. The hcp had no information or any thought that the device was leaking. It was simply an estimated replacement indicator. It was also stated that the information was incorrect in regards to the device leaking. As far as the hcp knew there was no indication of the pump leaking. There was an alarm for eri only.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.